Event description:
It was reported that the patient has had pacemaker syndrome since eri (elective replacement indicator) tripped and set the mode to vvi. Three months ago, at follow up, the battery voltage was well above the eri trip point. It was later reported that there was possible premature battery depletion. The device was programmed to ddd mode until the device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): calculations based on implant parameters indicate that the device had met its 99.9% expected longevity. Analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery resistance. This device is part of the field action and has tested consistent with the field action.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient has had pacemaker syndrome since eri (elective replacement indicator) tripped and set the mode to vvi. Three months ago, at follow up, the battery voltage was well above the eri trip point. It was later reported that there was possible premature battery depletion. The device was programmed to ddd mode until the device was explanted and replaced. No further patient complications have been reported as a result of this event.